Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrium (ra) lead had an apparent lead fracture due to noise and high impedance noted on the atrial lead. Therefore, the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.